Manufacturer narrative:
The philips fse was on site to complete a software installation (addressed in (B)(4)). While inspecting the system he discovered the rear gantry microphone was not working. The auto-voice was confirmed to be working. The fse confirmed there was no report any patient impact or rescan as a result of this issue. The fse determined that the gantry microphone assembly had failed. The fse replaced the gantry microphone assembly to resolve this issue and returned the system to full functionality. The system was returned to the customer and is in clinical use.

Manufacturer narrative:
Internal cross reference: complaint pr# (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. It was reported the system audio microphone was defective. A philips field service engineer (fse) reported the customer was unable to hear the patient at all times. If the operator is unable to hear the patient due to a failed microphone, there is potential for injury to the patient. This issue has been determined to be a reportable event. This event is currently under investigation.